Event description:
Additional information received reported that the doctor was able to get the lead into the device and the device was operational and operating within specifications. The patient's outcome was not provided.

Event description:
It was reported that difficulty was encountered while attempting to advance the lead into the header block. The lead was damaged during the procedure; the proximal end appeared "sharp" and the electrodes appeared to have a "lip" or an "edge" and stuck out a bit. A different implantable neurostimulator (ins) was opened and the same issue was present. The physician inserted "something" into the header bore and, then, was able to successfully insert the lead into the original ins. The impedances were appropriate, so the existing lead was used. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3058, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator, product ID 3037, serial# (B)(4), product type programmer, patient. The initial MDR was filed as MFR report no. 3007566237-2012-01598. Additional review indicated the correct manufacturing site was site 3004209178.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.